Manufacturer narrative:
Gtin/manufacturer -- unknown as the serial/lot numbers were not available. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article "a surgical experience of re-do konno's procedure" (I-p-172 case 2), a (B)(6) male with congenital aortic stenosis patient underwent balloon dilatation and an aortic valve replacement (avr) with a 19mm sjm mechanical heart valve (mhv) with konno's procedure. Postoperatively, the patient discontinued warfarin therapy at an unknown date. Approximately 17 years later, prosthetic valve dysfunction secondary to thrombosis was reported and a re-do avr with konno's procedure was performed. The 19mm mhv was explanted and replaced with a 23mm ats.